Manufacturer narrative:
Voluntary medwatch report received: mw5157783.

Event description:
Voluntary medwatch received indicates a patient's atrial lead was capped due to infection. There were no patient consequences was reported.